Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose, infusion set had bent cannula and large ketone. Blood glucose reading was 28.4 mmol/l and treated with bolus then eat an apple and blood glucose reading was 31 mmol/l. Customer was treated with manually. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.